Event description:
It was reported that the insulation on the interconnect cable of the 9800 system is cut/frayed and internal wires are showing. It was also mentioned that during one exposure the monitor was flickering. There was no report of patient injury.

Manufacturer narrative:
A ge service representative performed an investigation. Based on information provided the following components have been ordered. High voltage cable and interconnect cable. It is believed that once the identified components are replaced, the reported issue will be addressed. If any additional information is received that indicates otherwise, a followup report will be submitted as required.